Manufacturer narrative:
A4: unk, a5: unk, a6: unk, d6b: unk. H6 work order search: no similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault and refractive surprise. The lens was repositioned but the problem was not resolved. The lens remains implanted. Additional information has been requested but none has been forthcoming. There are multiple device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.